Event description:
A (B)(6) year-old patient went to surgery for anterior/posterior colporrhaphy with enterocele repair, uterosacral ligament and vaginal vault suspension, as well as implantation of a sparc suburethral sling after failed attempt at sacrospinous ligament fixation and cystoscopy. During the procedure two capio slim devices malfunctioned. The device was trapping the bullet inside the device, which would not allow the suture to come back out. Patient had excessive blood loss of 600cc, not sure if it was related totally to the device failure. Physician aborted any attempts at a sacrospinous ligament fixation for fear of patient injury. Attempts were then redirected to try and get into the enterocele sac and were actually successful.======================manufacturer response for suture capturing device, capio slim (per site reporter).======================message left for rep.